Event description:
Paramedics attended to a pulseless none breathing pt said to have experienced a seizure. Fine ventricular fibrillation was diagnosed and two countershocks were administered. The pt did not respond. The pt was loaded and transported to the hospital. Enroute to the hospital, a third countershock was attempted. The device low battery alarm came on briefly, the unit lost power and could not be charged. The ambulance did not have a back up battery on hand but paramedics were able to monitor the pt with the remaining energy left in the battery. CPR and resuscitation efforts were continued however the pt was not resuscitated.